Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, atrial noise was observed during provocative testing. When the patient performed arm movements, the patient felt light headed and like passing out. The device was reprogrammed. The patient did not experience any adverse events.